Event description:
It was reported that the pt's stimulation suddenly came on as "double" and that the pt couldn't move their foot off the gas pedal for a second. As a result, the pt was involved in a minor car accident; no one was injured. The pt felt stimulation changing on it as he was reporting it. The manufacturer rep confirmed impedances were within normal limits. The pt continued to have episodes of increased stimulation when he felt increase in amplitude even when he was not moving. The pt did not desire a revision surgery. He has been instructed to zero out the amplitude and turn the stimulator off when he is going to drive. Additional info has been requested from the healthcare professional.

Manufacturer narrative:
.